Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device shows power supply issue message. Additionally, the device was returned to third party service center, during the evaluation it is found that the pca was burned, and the device was scrapped followed by the evaluation. There was no serious patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.